Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a female connector was separated from the main body. Functional testing was also performed, including leak testing, clear passage testing, and clamp function testing. Connection and disconnection between the female connector and an in lab mini cap were performed during the leak testing with no issues or leaks. There were no other issues observed. The reported connection issue was not verified; however, the cause of the separation between the female connector and the main body was determined to be a manufacturing related issue caused by inadequate solvent application to the set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set had a connection issue; further described as ¿transfer set and potion tube (pd solution) could not be separated¿. This occurred after treatment of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.